Event description:
It was reported that sometimes the patient and the physician can inflate the inflatable penile prosthesis (ipp) but sometimes they could not inflate the prosthesis. Therefore, the patient underwent surgery and the pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass activation test. Based on the information available and analysis results, the activation issue identified in the pump could have caused or contributed to the reported clinical observation of inflation issues.

Event description:
It was reported that sometimes the patient and the physician can inflate the inflatable penile prosthesis (ipp) but sometimes they could not inflate the prosthesis. Therefore, the patient underwent surgery and the pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.